Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) storm. The first shock from the implantable cardioverter defibrillator (ICD) converted the arrhythmia, however the next seven shocks did not convert. Therapy was exhausted and the patient was externally defibrillated. The external defibrillation converted the arrhythmia and the patient experienced no adverse effects. It was further noted the ICD and right ventricular (rv) lead exhibited high out of range shock impedance measurements and noise. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.